Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06767. It was reported, the patient experienced discomfort at the ipg site. It was also reported, the patient experienced nausea and pain at the lead site. As a result, the patient's scs system was explanted. The patient is feeling better at this time, but has not regained her appetite.